Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of compromised force sensor system alarm. The customer's blood glucose level was 6.9 mmol/l at the time of the incident. The customer stated that insulin squirted out during manual prime. The customer reported the drive support cap to appear normal. The product was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The device had minor a scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.